Manufacturer narrative:
This event was determined to be a duplicate information and was reported under MFR# 2916596-2019-02626 device evaluation: incidental finding: superficial damage to the silicone jacket of the driveline was observed during the investigation. The reported event of a pump stop was confirmed through the evaluation of the photo submitted by the account; however, the pump stop could not be confirmed via the submitted log file. Additionally, suspected pump thrombosis could not be confirmed through this evaluation because heartmate ii left ventricular assist system was not returned for analysis. The account suspected that the patient had pump thrombosis and short-to-shield issues. The account submitted a photo of the system monitor that showed a pump off alarm and corresponding low speed and low flow alarms on (B)(6) 2019 at 12:31:25. The photo does not depict which power source the patient was connected to at the time of the pump stop. The account also submitted x-rays which appear to show a bend on the internal portion of the driveline. The patient was placed on an ungrounded patient cable to rule out short-to-shield issues. The patient underwent an external percutaneous lead repair on (B)(6) 2019. The patient was placed on a grounded patient cable after the repair and no alarms occurred. Of note, the patient¿s ldh was elevated and he underwent an echocardiogram due to suspected pump thrombosis. The submitted log file contained data from (B)(6) 201916:35:42 through (B)(6) 201912:44:15 and captured multiple speed drops below the fixed speed; these decreases in speed occurred during pi events and the pump speed did not drop below the low speed limit. On (B)(6) 2019, the actual speed (9490 rpm) momentarily drops below the low speed limit at 13:08:37; however, this decrease in speed occurred when the low speed limit was increased from 9000 rpm to 9800 rpm. The log file appeared to capture the device functioning as intended above the low speed limit for the remainder of the log file with no atypical alarms or events; however, the log file only contained data from (B)(6) 2019 16:35:42 through (B)(6) 2019 12:44:15 due to frequent pi events, which is after the reported pump stop on (B)(6) 2019at 12:31:25. Approximately 17.5" of the driveline (B)(4) was returned. The proximal 3.5¿ of the driveline was returned with the silicone jacket removed and the proximal 1¿ of the driveline was returned with the bionate and metal braided shield layers also removed. The driveline was wrapped in white tape from approximately 2.5¿ to 12¿ from the metal connector. An electrical continuity test of the returned potion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The clear bionate layer was unremarkable. Metal shield breakdown was observed approximately 3¿ and 15¿ from the metal connector. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage to the inner conductors along the length of the driveline. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The heartmate 2 IFU states that, ¿the system controller can store 240 events. When the memory is full, the oldest events are deleted as new ones are saved¿ and ¿the controller event recorder is always on. It automatically records any alarm.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years 3 months 27 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2015. It was reported that the patient has a large length of his driveline (dl) where the coating has been "reinforced", and about a 2" area where the internal wires are exposure under clear tape that the patient applied. The patient reports that the pump had "stopped" a couple times over the past two days, specifically when he is wearing the system controller in a lanyard style bag around his neck. The vad coordinator recorded the times it stopped as being about 5 seconds total from time the speed initially drops to when it returns to the patient's run speed. It was also reported that the patient¿s ldh on (B)(6) 2019 was over 800, being is the mid 200's previously. The submitted log file was reviewed by the manufacturers technical service representative and showed pump stops on (B)(6) 2019 and (B)(6) 2019. The stops occurred while the patient was connected to the power module. The pump stop on (B)(6) 2019 was preceded by power elevations which makes it suspect of a system controller high current event. The system controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. The second possibility is the pump stop could be caused by a perc lead short to shield. Tech services noted that the log file dl data is normal so the conductive material of the dl has good integrity but there may be insulation damage. It was reported that on (B)(6) 2019 the patient underwent a pump exchanged from hmii to hm3. Furthermore, the patient¿s cta results showed peripheral filling defect in proximal half of the hm2 outflow graft compatible with thrombosis. Twisting of the outflow graft could not be excluded. During hmii to hm3 exchange the surgeon was cauterizing near the hmii when the hmii pump stopped temporarily. The patient's blood pressure began to fall, epi was increased and the pump restarted spontaneously. The pump was exchanged. No further information was reported.